Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). A general reagent issue was excluded. The field service representative checked the gear pump and found that a few tubings in the rinse station were damaged. He replaced the rinse tube, adjusted the water pressure, cleaned the all probes, and performed a mechanism check and qc which produced acceptable results within specification. He verified the instrument was working within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine plus ver.2 for 15 patient sample on a cobas 6000 c501 module. Refer to attachment (B)(4) for patient results. The results were reported outside of the laboratory. The reagent lot number is 541102. The expiration date was requested, but not provided.